Manufacturer narrative:
Results: damaged power coil cord. Damaged foot-end cover.

Event description:
It was reported by service report that the foot-end would not rise, and its cover dimpled with sharp edges, damaged the power coil cord, exposing the wires. There was patient involvement. However, no adverse consequences were reported.